Event description:
The consumer reported four false negative results with the binaxnow covid-19 antigen self-test from four patients performed on unknown dates. This manufacturer¿s report addresses patient one (1) of four (4). Repeat testing was not performed. Additional testing was performed at the doctor¿s office on the same day and generated a positive result. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.b5 h3 other text : single use; device discarded.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.

Event description:
The consumer reported four false negative results with the binaxnow covid-19 antigen self-test from four patients performed on an unknown date. This manufacturer¿s report addresses patient one (1) of four (4). Repeat testing was not performed. Additional testing was performed at the doctor¿s office on the same day and generated positive results. No additional information, including patient treatment and outcome, was provided.